Event description:
Reference to (B)(4) for related complaints (documenting pump #1 with downstream occlusion) occurred during testing. No patient involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-02580. The report was submitted in error.